Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.50x80mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed. During retraction of the ses the tip separated. Another stent was deployed to secure the separated tip to the vessel wall. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.